Event description:
The account alleged that one of the side rails would not latch. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.